Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl. Customer¿s blood glucose level was 200 mg/dl at the time of incident and current blood glucose level was 453 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as nausea and body hurting all over. Customer was treated with manual injection. Customer alleging possible insulin pump was under delivery. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and selftest. Possible under delivery anomaly not confirmed.